Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was deployed in the laa of the patient. The device did not meet release criteria and needed to be fully recaptured. While the device was being recaptured the distal marker band came off the delivery system. This caused difficulty in recapturing the device. At this time the was became kinked while trying to recapture the device. The physician was successful and got the device back through the septum into the right atrium. A 16f long sheath was then used to get both the kinked sheath and the closure device out of the patient. The patient was fine following these events with no complications and was discharged home the next day.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was deployed in the laa of the patient. The device did not meet release criteria and needed to be fully recaptured. While the device was being recaptured the distal marker band came off the delivery system. This caused difficulty in recapturing the device. At this time the was became kinked while trying to recapture the device. The physician was successful and got the device back through the septum into the right atrium. A 16f long sheath was then used to get both the kinked sheath and the closure device out of the patient. The patient was fine following these events with no complications and was discharged home the next day.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system with the watchman access system (was), with part of the wds sheath stuck inside the was sheath. The implant deployed outside of the wds sheath and detached from the core wire. The implant, core wire, tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (flattened/markerband dented/misshapen), core wire damage (numerous kinks/bent) for a length of 31mm starting at the tip, numerous kinks/buckling in the sheath for a length of 8cm that started at the tip, a complete separation of the sheath located 6cm form the strain relief, and anchor damage. The wds sheath was also protruding 25mm out from the tip of the was. Inspection of the rest of the device found no other damage or irregularities.